Manufacturer narrative:
(B)(6). The device was manufactured february 27, 2016 - march 01, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the fill port cap was missing. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was missing its fill cap. This was noted when the device¿s packaging was opened. There was no patient involvement. No additional information is available.